Event description:
The customer contacted baxter's technical service center regarding a check patient line (cpl) alarm, which occurred on the homechoice (hc) during use, during initial drain. The registered nurse (rn) stated that there was air in the patient line. The baxter technical service representative (tsr) assisted the rn in ending therapy. The rn would restart with new supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(4) 2012 and she was not aware of the patient having had those alarms. A different nurse who only works the night shift had called in those alarms. There was no report of anything unusual with any of the supplies though she said. The nurse said she also works with the patient though and that they had been completing therapy successfully except for another check patient line alarm that the patient had this morning in which she said it was due to kinked tubing. The patient finished therapy with manual supplies this morning since they were near the end of their therapy. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. The problem was not confirmed and the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.